Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop, causing the jaws to remain closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. It should be noted the over-travel of the indicator wheel and the advancer bypass issues are not related to the reported event. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the deployed clips were twisted. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that there might have been torquing or twisting of the device present at the time of firing.